Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient receiving sufentanil 453 mcg/mile for a total dose of 179.37 mcg/day (simple continuous), clonidine 340mcg/ml for a total dose of 134.63 mcg/day (simple continuous), and fentanyl 1350 mcg/ml for a total dose of 534.5 mcg/day (simple continuous) via an implantable pump for non-malignant pain. It was reported the patient went to the emergency room (ER) complaining of increase in pain, withdrawal symptoms, and intermittently hearing the pump alarm starting early on (B)(6) 2018. There was no environmental, external, or patient factors that may have caused, led or contributed to the event. The logs were read and there was a series of motor stall and motor stall recovery events between 3:18am on (B)(6) 2018 and 1:43am on (B)(6) 2018. Actions/interventions included the alarm was silenced, pump was programmed to minimum rate, patient was admitted for intravenous/oral narcotics, and will be scheduled for pump replacement. It was noted that no surgical intervention occurred, but that surgical intervention was planned but has not yet been scheduled. It was noted that the issue was not resolved at time of event. The patient's weight and medical history were asked, but unknown. The patient's status at time of report was alive- no injury. The event date was (B)(6) 2018. No further complications were reported/anticipated.